Event description:
A report was received that the patient will undergo a revision due to ipg migrating to the surface causing pain at pocket site.

Manufacturer narrative:
Additional information indicated that the patient had the pocket relocated to a more comfortable location. The pocket was located on the left side around the beltline and the physician moved it down three inches. The patient is reportedly doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision due to ipg migrating to the surface causing pain at pocket site.